Manufacturer narrative:
Article citation: lv, kun, et al. ¿xen-45 implantation for refractory secondary glaucoma.¿ bmc ophthalmology, vol. 25, no. 1, 14 nov. 2025, https://doi.org/10.1186/s12886-025-04452-7. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
The article "xen-45 implantation for refractory secondary glaucoma" noted a patient was implated with a xen 45 gel stent in an unspecified eye ab externo. Patient underwent a needling in the first month. In the second month patient required a bleb revision due to the impaired drainage and then underwent another needling at three months. At month 5, the iop had not improved and patient required a trabeculectomy. At this time it was discovered the xen stent was broken in the subconjunctival space.